Manufacturer narrative:
The device was discarded and is not available for evaluation, however, the customer provided photos. Investigation is pending.

Event description:
The event occurred on an unspecified day and involved a chemolock¿ vented bag spike that the customer stated the paclitaxel and carboplatin chemotherapy infusion bag was spiked causing the chemotherapy to spill during the day and during administration. Fortunately, it was contained within a tray and only a few drops released. Post spillage it was found that it was much longer thinner spike. The chemotherapy spill was cleaned up per facility protocol and there was no adverse operator consequences and no medical intervention was provided. There was patient involvement and no report of patient harm. This captures the second of two incidents.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing what appears to be a non-vented kl-bs001 bag spike with a slender spike design alongside what appears to be a 011-cl-14 vented bag spike with an appropriate spike design. The product mix can be confirmed, however, how or when product mix occurred cannot be determined because not lot information was returned, but based on the configuration and the fact that this configuration is not sold into this market. A lot review was not conducted because no lot number(s) was/were identified.